Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within required limits. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the IV line during use, resulting in the patient bleeding from the central line. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "chemo phaseal on tacro infusion came off resulting in pt bleeding from central line. Risk for infection and exposure to patient, parent and rn." "Pediatrics regarding the above complaint they have seen few issues with optima noted a few initial growing pains- was not sure if this was a ¿one off¿ with the nurse or product problem- the injector disconnected from the IV line causing the above issue. She had the nurse involve demonstrate how to use the spinning luer and they demonstrated without difficulty/correctly. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the IV line during use, resulting in the patient bleeding from the central line. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "chemo phaseal on tacro infusion came off resulting in pt bleeding from central line. Risk for infection and exposure to patient, parent and rn." "Pediatrics regarding the above complaint- they have seen few issues with optima noted a few initial growing pains- was not sure if this was a ¿one off¿ with the nurse or product problem- the injector disconnected from the IV line causing the above issue. She had the nurse involve demonstrate how to use the spinning luer and they demonstrated without difficulty/correctly."